Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the gz transmitters dropped from the wireless surge system (a-wss-002-za). Bme went to the device and reset everything on the wss and gz's then added them back to the wss. The hospital uses this wss with their own wlan network, not the hotspot the system comes with, and it is hooked up to a bigger monitor and mouse/keyboard. No patient harm was reported. Nihon kohden technical support/troubleshooting: nk technical support informed the bme that the issue with the gz's randomly dropping and having to be reset and adding them back are indicative of communication issues on their network. Bme also reported that the monitor screen was flickering and wanted to know why it was doing this. Nk technician told bme that the issue of the monitor screen flickering is also indicative of the laptop having to work harder than normal as the configurations are non-validated and atypical to how nihon kohden set these devices up. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6)2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the gz transmitters dropped from the wireless surge system (a-wss-002-za). Bme went to the device and reset everything on the wss and gz's then added them back to the wss. The hospital uses this wss with their own wlan network, not the hotspot the system comes with, and it is hooked up to a bigger monitor and mouse/keyboard. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the gz transmitters dropped from the wireless surge system (a-wss-002-za). Bme went to the device and reset everything on the wss and gz's then added them back to the wss. The hospital uses this wss with their own wlan network, not the hotspot the system comes with, and it is hooked up to a bigger monitor and mouse/keyboard. No patient harm was reported.

Manufacturer narrative:
Incident summary: on 01/03/2025, the biomed reported that their gz's were randomly dropping off the monitoring screen. The biomed was able to resolve the issue by resetting their prefense application (wss) (a/prefense-wss, serial number (B)(6)) and adding them back onto the wss. Additionally, the screens on the gzs were flickering but nk technical support advised the biomed this was due to the laptop having to work harder than normal. Investigation summary: the quality team followed up with the customer to ensure the issue was resolved and the customer stated that the issue was caused by their nursing staff making changes to the system when they should not have been. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. We were unable to confirm the reported issue. A definitive root cause cannot be determined, but based on the available information the most probable root cause was due to user error. The biomed informed nk that their nursing staff were making changes to the system when they should not have. The biomed stated they spoke with the staff to prevent any other changes. Device history: a serial number review of the reported device (a/prefense-wss, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event problem codes. H11: additional manufacturer narrative.